Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn, but the tissue pad was not separated. The coating for electric insulation of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an open hepatectomy, two devices were used. Before the subject device was used, the first device could not be used, since the seal & cut short circuit error occurred frequently. The user exchanged the first device for the subject device. After 2 hours since the subject device was used, the probe damage error occurred. The end of the tissue pad was damaged and separated. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing. The tissue pad of the subject device was not partially separated. This is the report regarding the missing of the probe coating of the second device.